Event description:
It was reported to the biomedical engineer that the device was not sensing correctly. The biomedical engineer was unable to confirm the report. It was further noted that the device hadn't been calibrated "in some time." No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the upper case and ring cover were broken, the lower case, battery release, lead flex cover and heart lead flex were contaminated, the bail covers were broken and contaminated, the ring was bent, the battery drawer was out of specification and the keyboard was stained.